Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving 5 mg/ml morphine at a dose of 1.54 mg/day via an implantable pump for non-malignant pain and degenerative disc disease/herniated disc pain. It was reported that there were problems with the pump pocket. There were no environmental, external, or patient factors that may have led or contributed to the issue. There were no diagnostics or troubleshooting performed. The actions and interventions included a new pocket was created to better accommodate the pump. The issue was resolved at the time of the report and the patient status was alive with no injury. The patient's weight and medical history were asked, but unknown. The event date was stated as (B)(6)2017. Additional information was received on (B)(6)2017. The hcp stated the pump was loose in the pocket regarding the problems with the pump pocket. There were no further complications reported or anticipated.